Event description:
A nurse reported to baxter that therapy could not pass the 'exhaust step'. There was no alarm reported. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The product sample has been requested, but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of the nurse unable to get therapy to progress. The complaint condition was not observed or duplicated therefore this complaint was not confirmed in the lab. The root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.